Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient had an explant performed on (B)(6) 2018, due to persistent dysphagia. The patient was about five months out from the initial surgery. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information received: the device will not be returning. The lot was not provided; therefore, the manufacturing records could not be reviewed.